Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi. It was also noted that the patient may have received inappropriate high voltage therapy but they were unable to confirm it due to the low battery status of the device. A device download could not be performed due to the low battery status. On (B)(6) 2018, the device was explanted and replaced due to normal elective replacement indicator. Patient was in good condition throughout.